Manufacturer narrative:
The patient was treated with oral antibiotics for the infection (previously reported). This report is submitted on september 17, 2021.

Manufacturer narrative:
This report is submitted on august 12, 2021.

Event description:
Per the clinic, the patient experienced chronic infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.